Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: part number: 04.168.000s, synthes lot number: 4l52972,manufacturing site: (B)(4), release to warehouse date: 08. May 2019, expiry date: 01. May 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right femoral neck fracture with the fns. The fracture type was garden. On (B)(6) 2019, the patient fell down at midnight. The hospital confirmed by x-rays that the femoral head varus occurred. The hospital followed up the patient, but on (B)(6) 2019, the hospital confirmed by x-rays that cut-out occurred. The patient will undergo removal surgery of the fns and bha surgery in the first week of (B)(6). The surgeon commented that there was no product defect. No further information is available. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for pc (B)(4).